Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump did not give them a correction. The customer's blood glucose was 413 mg/dl at the time of call. The customer's blood glucose was 386 mg/dl at the end of call. The customer stated that the blood glucose started to rise then the blood glucose started to come down after changing the infusion set. The insulin pump will not be returned for analysis.